Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. The reporter commented: she need additional surgery. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (batch no. 50500521, 717632) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy. Concurrent conditions included gallbladder removal, metrorrhagia and cyst. Concomitant products included bupropion. In 2008, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure implant, hysterectomy (full)(uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, pelvic pain, menorrhagia, dysmenorrhoea, vaginal discharge and abdominal pain outcome was unknown and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she need additional surgery. Discrepancy noted as per pfs: insertion date of essure:(B)(6) 2010 also removal date of essure according to previous follow up: ??-(B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2010: results: total bilateral occlusion on 2010.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, vaginal haemorrhage . Lot number:50500521 manufacture date:2010/01 expiration date: 2013/01 lot number:717632 manufacture date:2010/02 expiration date: 2013/02 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-nov-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (batch no. 50500521, 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cystectomy. Concurrent conditions included gallbladder removal, metrorrhagia and cyst. Concomitant products included bupropion. In 2008, the patient had essure inserted. In 2016, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure implant, hysterectomy (full)(uterus and cervix removed)). Essure was removed on 4-dec-2017. At the time of the report, the perforation, pelvic pain, menorrhagia, dysmenorrhoea, vaginal discharge and abdominal pain outcome was unknown and the vaginal haemorrhage was resolving. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she need additional surgery. Discrepancy noted as per pfs: insertion date of essure: 16-jun-2010 also removal date of essure according to previous follow up: ??-sep-2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2010: total bilateral occlusion on 2010. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: pelvic pain, vaginal haemorrhage . Most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), vaginal discharge, abdominal pain. Event outcome was updated for the event: vaginal bleeding. Lot no. Was added. Lab data was added. Concomitant conditions and drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.